Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving a simplex p full dose 1 pack was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: a review by a medical clinician concluded: "all cultures turned out to be negative. There is no evidence of any implant related hazard. Presence of infection was never established." Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lots referenced. Conclusions: the source of the infection could not be determined as all cultures taken turned out to be negative. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Partial knee implant put in left knee - had pain in left knee, swelling, fluid on knee, giving out approximately 40 days after implant - antibiotic spacer put in after removal of implant due to possible infection. As per received primary implant record, implants are not stryker products; only stryker cement was used.

Event description:
Partial knee implant put in left knee - had pain in left knee, swelling, fluid on knee, giving out approximately 40 days after implant - antibiotic spacer put in after removal of implant due to possible infection.